Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received a no delivery alarm. The customer also reported receiving a message that prompted them to rewind or continue. The customer stated pressing continue enabled the insulin pump to work. Customer was unable to troubleshoot at the time of the call. Customer's blood glucose was 156 mg/dl. No additional information provided.